Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, resistance was felt when filling the cartridge during the load sequence. Customer's blood glucose was 350mg/dl. Reportedly, the customer changed the pump supplies to address the issues.